Event description:
It was reported to philips that the device was not able to produce x-rays. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the high-voltage transformer was out of tolerance and needed to be replaced. After replacing the high-voltage transformer, the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer and confirmed that the x-ray was not possible. The philips field service engineer visited onsite and identified high voltage (hivo) issue. Upon testing the hv cable fse found oil leak in c-arm side. To resolve this issue, fse fixed the part and did calibration. Now, the system was returned to use in good working order. The codes were updated based on the investigation outcome.